Manufacturer narrative:
Originally reported as adverse event and product problem. Changed to product problem. Age at time of event: 18 years or older device is a combination product.

Event description:
It was reported that difficulty advancing a stent and stent damage occurred. The 70 % stenosed target lesion was located in the left anterior descending artery (lad) . A promus element plus was advanced to the artery, but there was hard resistance. The stent was removed and it was noticed that the stent struts were crushed and in bad condition. The struts from the stent were noted to be deformed or broken. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. Promus element plus, mr, ous 2.50 x 12 mm stent delivery system was returned for analysis. Based on the potential root causes identified, the following attributes were examined: a visual examination of the stent found that proximal stent strut rows were damage, stent struts were pushed distally and bunched, leaving the proximal section of the balloon exposed. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft during analysis. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that difficulty advancing a stent and stent damage occurred. The 70 % stenosed target lesion was located in the left anterior descending artery (lad). A promus element plus was advanced to the artery, but there was hard resistance. The stent was removed and it was noticed that the stent struts were crushed and in bad condition. The struts from the stent were noted to be deformed or broken. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.